Event description:
The patient reported they had a pod on which had expired (worn longer than 72 hours). They did not have a replacement pod with them and therefore they had to wait until they returned home to activate a new pod. Because their blood glucose (bg) levels were already high, they sought medical attention. It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2025. The patient's bg levels reached around 400 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include throwing up, unconsciousness, pain in their bones and nauseous. The patient was treated with unspecified intravenous fluids and insulin. When the patient's blood glucose levels reached around 120 mg/dl, the healthcare professional allowed the patient to activate a new pod. The patient was discharged the same day, after spending 6-7 hours at the emergency room. The pod was removed and discarded at the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.